Event description:
The pt complains of pain along the thigh and muscles since the surgery. Pt is following up with her surgeon and will be having blood work to determine the cause of her symptoms.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # nls-300000b, lot # 35368002, description: lrg tap pri mod neck 0deg 30mm. Cat # 6570-0-228, lot # 35728702, description: delta v-40 ceramic head 28/+4. Cat # 1235-2-481, lot # g3040424, description: restoration (tm) adm. Cup w/ha. Cat # 1236-2-848, lot # 35101401, description: restoration adm x3 ins 28/48. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.